Event description:
Swan ganz catheter was ordered to be discontinued with the introducer left in place. Introducer is supposed to seal after swan ganz is removed. Introducer did not seal. Air noted in side port of introducer with flood blowing from the center of the introducer. O2 saturation decreased; heart rate increased; respiratory rate increased. Developed air embolus.